Event description:
The customer noted that their wired patients on acuity went wireless. This might result in a temporary inability to centrally monitor patients, if wireless capability of the bedside monitors was unavailable. There was no report of any patient harm as a result of the reported events. The customer did not provide any patients information.

Manufacturer narrative:
This is a combination of multiple complaints. The customer said that they were having issues with their terminal server (reported per 3023750-2013-00078). A replacement was ordered and installed. This worked for a few days then also had issues, requiring a reboot (reported here). Welch allyn replaced the terminal server as reported in 3023750-2013-00083 and there have been no further complaints. A terminal server is an off-the-shelf computer peripheral made by another manufacturer and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these components as the source of the failure. Method: remote evaluation.